Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm during bolus delivery. The customer's blood glucose was high and unknown at the time of incident. Customer was unable to push insulin through and troubleshooting for high blood glucose readings was declined. The customer's mother stated that blood sugar was over 300 mg/dl and gave correction with injection pump was stuck on rewind, was advised that the insulin pump will need to be replaced. The customer treated high blood glucose with injection. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.